Event description:
A malfunction alarm was reported by the customer, indicated by malf 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was provided with pump reset information and assistance by technical support, and the malfunction did not recur after the reset. The customer was advised that they could continue using the pump and to call back if any issues reemerged.